Manufacturer narrative:
Corrected fields: h6: investigation findings. Since there was not probable cause found, during investigation. Investigation findings must be corrected. Olympus could not determine a probable cause for the reported phenomenon.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the b30 error could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. Technical assistance center (tac) communication with the customer noted that the issue as per the customer "seems to only happen with the cf-hq190l scopes". However, customer tried a known working cf scope and did not received an error. Tac then advised the customer to reseat the light source and data cables as a first step however, customer did not have access to the tools needed. The customer was instructed to call back once they had tool access. Tac later called the customer , noted that the customer still working on finding a pattern with this issue. Customer stated that they have sent a bunch of scopes out for repair and asked to keep the case open as on-going until they can find the problem. Since the attempted troubleshooting, olympus has requested additional event information and to know the status of issue reported with no response received. Investigation is ongoing. This report will be supplemented accordingly following investigation. A supplemental report will be filed if additional information is received or if the device is returned for evaluation.

Event description:
The customer reported to olympus with an issue of "e216 and b30". Per the report, customer had this communication errors with multiple scopes. No adverse effects to patient reported.